Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned products confirmed the reported event as unknown debris was identified within the packaging, ftir spectrum analysis was performed to identify the debris but was inconclusive. DHR was reviewed and no discrepancies were found. The root cause of the reported issue is attributed to operator error during the manufacturing process. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an incoming product inspection the package was found debris in the sterile package.